Manufacturer narrative:
A definitive cause of the patient's postoperative pain cannot be determined. As reported following a partial resection of the mesh the pain resolved. However, the information provided did not include details of the revision procedure, as such no conclusion can be made. Additionally it is unclear whether the mesh was partially removed during the revision procedure or repositioned and left completely in vivo. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be obtained, a supplemental emdr will be submitted. Note: not returned.

Event description:
It was reported that the patient underwent left inguinal hernia repair (tep) and was implanted with a bard 3dmax mesh. As reported the patient experienced pain postoperatively. The patient underwent ilioinguinal nerve block four months post implant, but this did not resolve the pain. The patient visited the hospital twenty-one months later and was diagnosed with "neuropathic pain related to mesh." The patient underwent a partial resection of the mesh and three months later, the patient recovered from pain and returned to work.